Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had a motor vehicle accident on (B)(6) 2019 and after that the stimulation wasn¿t helping their pain like it was prior to the accident. The rep reprogrammed the patient on (B)(6) 2019, and was able to get better coverage and pain relief in the patient's legs. The rep said an impedance check completed and it was within normal limits. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.